Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (90% stenosis degree) in a moderately tortuous part of the proximal lad. After pre-dilatation, the device had passed the target lesion during attempt to place the stent, it was detected that the stent had shifted position in front of the balloon. The catheter was removed from the body. When the device was checked, and it was noticed that the stent had dislodged from the balloon onto the shaft. A different stent was used, and the treatment was completed.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (90% stenosis degree) in a moderately tortuous part of the proximal lad. After pre-dilatation, the device had passed the target lesion during attempt to place the stent, it was detected that the stent had shifted position in front of the balloon. The catheter was removed from the body. When the device was checked, and it was noticed that the stent had dislodged from the balloon onto the shaft. A different stent was used, and the treatment was completed.

Manufacturer narrative:
Combinaton product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In the as returned state, the stent was located on the device shaft about 37 mm proximal to the distal radiopaque marker. The stent is severely deformed at its proximal end, i.e. Several struts are strongly bent. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon has been inflated and its thus not well folded anymore. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.